Event description:
The following was reported to the hamilton medical ag: detailed complaint and failure description: tightness test was failed during calibration. When the machine was checked with the test lung, patient disconnection alarm appeared and continued. At the same time, higher value was shown for the "leak" under monitoring display. No leaks were observed in the breathing circuit. Summary: flow sensor calibration fails / leak test failed (tightness test failed).

Manufacturer narrative:
Hamilton medical ag`s conclusion for this event: investigation ongoing.